Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with rectovaginal septum repair, perineocele, perinoplasty, and paravaginal defect repair.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and cook were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2010 due to incontinence. It was reported that the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary problems. It was reported that patient underwent revision/excision of mesh on (B)(6) 2012 due to exposure. (B)(4).